Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the top of the reservoir compartment on the insulin pump broke and the rubber was coming off. Half of the reservoir site was broken. Customer's blood glucose level was 279 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at the display window corners, broken reservoir tube lip, missing the black o ring seal inside reservoir tube, cracked reservoir tube window, cracked reservoir tube window corner and cracked on battery tube threads.